Event description:
A callamer lens model cc4204bf haptic tore off during insertion and the cause of the lens damage was unk. The lens was implanted and removed without pt injury. An indigo-p injector and the sfc-25 fp cartridge were used during surgery.

Manufacturer narrative:
Results - visual inspection of the lens showed part of the optic and haptic were torn off missing. There was evidence of surgical residue. Conclusion - based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined.